Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rep got a text from the managing healthcare provider (hcp) and the hcp wrote: the patient (pt) was hospitalized for a seizure recently. When they checked their device a red outlined error scene popped up saying there was an update. Hcp updated the device and all is well. When hcp checked the logs it says the stimulator has been on the whole time. Hcp asked if that would reset with the update, or should they assume it's been on the whole time? Hcp asked because pt battery is estimated to have 11 months left. But that would be based on recent use - so could be inaccurate if the machine has been off for a while. Hcp asked if rep would have access to any better info from the battery? They wouldn't be able to tell me if it had been off clinically (very advanced pd)" the caller does not know what the red error was or details around the issue beyond what was presented here. Agent reviewed options and considerations for the caller and emphasized that any therapy on/off indicators would be clear in the clinician tablet and if the diaries showed the implantable neurostimulator (ins) on we would not presume it was not on. Agent reviewed pulling logs/files/data as a possible next step if there were concerns.